Event description:
The customer states that this unit over heated in the operating room causing smoke and melting of the unit. (B)(4).

Manufacturer narrative:
The unit was returned to manufacturer and evaluated. The eval result shows defective component caused by poor workmanship. The warm air 135 manufactured with potentially defective solder connections have been recalled under recall number z-0035-2010. (B)(4).